Event description:
It was reported that patient presented to intensive care unit (ICU) for reasons unrelated to device function. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) was in backup mode. The ICD was able to reset to normal setting by programming intervention. The patient was stable.